Manufacturer narrative:
(B)(6). The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device hose was damaged by the muffler which was indicative of pulling on the hose instead of the muffler to disconnect it from the auto lube and/or from pulling the auto lube around by the hose. It was determined that the motor would not rotate due to improper use of the motor while it was running causing the blades to break. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to component damage from misuse, abuse and possible use error. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during pre-surgery, it was observed that the motor device was not working - did not run at all. There were no delays to the planned surgical procedure. A spare identical device was available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.